Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the system was explanted due to infection. Additional information has been requested; a follow-up report will be sent if information becomes available to us.